Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant had a patient admitted in acute myocardial infarction/cardiogenic shock on impella cp support. On the day of implant, the team observed a purge break and leak. The team troubleshot the pump by placing a tie at the red plug and using bone wax. The pump remained on for support despite the malfunction. The patient surived the reported issue.

Manufacturer narrative:
The investigation for the purge leak has been completed. No product was returned for evaluation. Clinical details noted that red plug came apart where the red plug meets the clear purge sidearm when inserting the pump. As the clinical details noted that the pump came apart at the red plug which likely led to the purge leak. The root cause of the product damage (bond failure) cannot be definitively determined as limited clinical details were provided and no product was returned. Corrections to the initial MFR report: d4 UDI number g1-MDR reporting contact email.